Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/03/2021.

Manufacturer narrative:
Date of event: the event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (intraperitoneal, dose and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.